Manufacturer narrative:
Contact office: the manufacturer¿s contact person address is (B)(4).

Event description:
Due to the device failed system pressure testing. Failure during system pressure testing indicates pressure is not increasing to specified levels. Failure to build pressure during normal ventilation mode may result in hypoventilation/loss of volume or pressure. No patient involvement reported.